Event description:
It was reported that the md inserted the sheath via the femoral artery in the cath lab. In 2007, the pump (model cs100) began to emit a "helium gas leakage" alarm. The pump was turned on and off several times; however, the alarm continued. The iab was removed from the pt, and a second iab was not medically necessary. After the removal of the iab, the pump and iab were "checked," and there seemed to be no problems.

Manufacturer narrative:
A follow-up report will be filed if more info becomes available.